Manufacturer narrative:
It was noted that the devices are not available for eval. Add'l info has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that doctor revised patient's right hip due to altr. Serum levels chrome .8 cobalt 4.0 add'l data provided via database.